Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not past accuracy test. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a cracked downstream occlusion (dso) sensor seal. Accuracy testing was performed, and the pump was under delivering and it was below manufacturing specifications. The cause of the customer reported problem was the a out of specification expulsor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and expulsor assembly, and the pump passed all functional tests and performed as intended after repair.